Event description:
The account alleged that the bed will not send a nurse call. No injury reported.

Manufacturer narrative:
The account found the dummy plug was not connected. The account connected the dummy plug to resolve the issue.